Event description:
It was reported that a wearable failure occurred. The wearable was inserted into the arm on (B)(6) 2025. The patient stated that around (B)(6), the sensor stopped providing readings. While downtown, the customer felt dizzy after leaving walmart and decided to sit beside his truck. A passing family noticed his condition, and the father offered to drive him home. According to his family, the next day the patient attempted to cut the grass and got his tractor stuck. His daughter helped him back inside, but later, they found him collapsed on the floor. Emergency services were called by the daughter, and the customer was taken to new smyrna beach hospital. The doctor reported that the patient was combative and uncontrollable upon arrival, requiring sedation and intubation. His blood glucose level was over 600 mg/dl but the sensor displayed sensor failed. The patient remained hospitalized for a week before being discharged to a nursing and rehab facility the previous saturday. The sensor that failed was replaced somewhere in between the fourth or fifth day. However, the new sensor also failed within 12 hours of use while at the hospital. The patient said he was feeling fine at the time of the report. No product was provided for investigation. Data has been requested but is pending evaluation. A follow up report will be submitted upon completion. No additional patient or event information is available.

Manufacturer narrative:
(B)(4) diabetes mellitus is a known cause of hyperglycemia. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Manufacturer narrative:
(B)(4).

Event description:
Data investigation could not confirm a wearable failure. The probable cause could not be determined post investigation as the allegation was not found.